Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The subject device has been inspected and the j6/7 and the abb (arm backupbattery board) was replaced. Device has passed all testing.

Event description:
Reporter alleged that during an unknown procedure on (B)(6) 2026, that during the surgery the instrument bedside unit (ibsu) had gone into a medium priority alarm (mpa) four times. The user has successfullyrecovered the ibsu, however, the ibsu alarmed again as soon as the user started to move the arm. Itis alleged that this occurred four times. The procedure was converted to laparascopic surgery. No harm was reported in relation to this event. At the time of this report, nofurther information has been provided. Cmr surgicalltd does not consider this report and content to bean admission that its product is defective or that ithas caused a death or serious injury.